Event description:
After treatment with juvederm ultra plus, the patient presented with "black spots like necrosis and redness of skin." The physician prescribed antibiotics such as an injection of cefadroxil into the vein. It was noted the "symptoms have disappeared but not wholly."

Manufacturer narrative:
Medwatch sent to FDA on: 09/01/2009.